Manufacturer narrative:
(B)(4). The ge service rep found the pin on the sensor pcb was bent and shorted; also, there was a blown f6. He replaced the fuse & repaired the pins. The sys operates as intended.

Event description:
The customer reported, the touch screen was not functioning properly. An error code displayed on the system.